Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city:

Event description:
It was reported that balloon rupture occurred. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.